Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00662. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 days. Manufacturer's investigation conclusion: a direct correlation between hm3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The account communicated that on (B)(6) 2018, the patient was found to have a "moderate ai and a large false lumen in the ascending aorta which extended to the valve that was the source of the ai." In the operating room, "it was found that the pt did have a type a aortic dissection. The vad outflow graft was removed from the ascending aorta and the aorta was found to be thin. Next, the aortic valve was surgically closed shut due to the moderate ai. Following this the ascending aorta was replaced with a dacron graft. Finally the vad outflow graft was then sewed to the dacron graft." The patient was taken to the ICU, and was intubated in sedation. The patient had a low hematocrit requiring one unit prbc, the bleed site was post operative anemia, and the patient was on aspirin at the time of the event. Additionally, the patient had a bleeding adverse event on (B)(6) 2018. The patient remains ongoing on (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s status declined on (B)(6) 2018 requiring reintubation. A transesophageal echocardiography (tee) found a debakey ii aortic dissection. Moderate aortic insufficiency (ai) was observed along with a large false lumen in the ascending aorta extending to the valve. This was reportedly the source of the ai. The patient was emergently taken to cardiothoracic operating room (ctor) for dissection repair and was placed on bypass. The outflow graft was removed from the ascending aorta which was found to be thin and was replaced with a dacron graft to which the outflow graft was surgically sewn to. The aortic valve was surgically closed shut due to the moderate ai. The patient remained intubated and was taken back to the intensive care unit (ICU) for recovery. Sedation was to be weaned in attempt to wake the patient up. The patient¿s hematocrit was low due to post-operative anemia. One unit packed red blood cells (prbcs) was transfused on (B)(6) 2018 and again on (B)(6) 2018. The patient was taking the anticoagulant aspirin at time of event.